Event description:
It was reported that shelf-carton labels were missing on bd micro-fine¿+ pen needles. There was no report of patient impact. The following information was reported by the initial reporter, translated from (B)(6) to english: "a case of 10 boxes with no white label on the side. When we received the shipment by the case and were about to ship it to another office, we noticed that there was no white label on the side."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/16/2021. H.6. Investigation: one 32g x 4mm pen needle shipper and four photos were returned from lot. No. 1145105, cat. No. 320136. Visual examination was carried out on the returned sample and photos and it was observed that side shipper label was missing. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to operator intervention. H3 other text : see h.10.

Event description:
It was reported that shelf-carton labels were missing on bd micro-fine¿+ pen needles. There was no report of patient impact. The following information was reported by the initial reporter, translated from japanese to english: "a case of 10 boxes with no white label on the side. When we received the shipment by the case and were about to ship it to another office, we noticed that there was no white label on the side.".